Event description:
The event is reported as: the device was brittle and breaking when the curvature was being reshaped; which is a common practice with this device. Additional information requested. No pt injury reported.

Manufacturer narrative:
Device sample has not been received by manufacturer at time of this report.